Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Due to covid, a different location was used and the customer did not transfer the correct items (taper plug and stem for under the precoat tibia) and a 17mm insert was implanted without a screw. Approximately 1 year post implantation, the patient returned with complaints of an unstable knee. Approximately 3 months later, the patient underwent a revision. The hospital recommended doing a tibial revision so that a stem could be placed under the tibia and a 20mm flex insert could be secured. However, the patient indicated they did not want a major tibial revision and chose to only have the insert revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). 00596401752 - femoral component option size g right - unknown. 00598005701 - stemmed tibial component precoat size 7 - unknown. Foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Per surgical technique, lps-flex fixed bearing knee nexgen® complete knee solution surgical technique notes that the 17mm articular surface required locking screw along with taper stem to support. This assists in lift-off resistance at higher flexion positions. However, the reported issue didn¿t find any lift off or disassociation. Additionally no poly wear was noted. Therefore, a definitive root cause cannot be determined for the reported instability issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.